Event description:
Approximately eight to ten weeks post achilles tendon repair with orthadapt augmentation, the patient developed pinhole drainage at the repair site. Culture samples were negative for growth. An MRI indicated a possible (seroma or sterile) abscess. Approximately 15 weeks post repair, the bioimplant was removed; the reported symptoms eventually subsided with wound care.

Manufacturer narrative:
Based on the available case information provided by the surgeon, including operative and pathology reports, the reported case is likely due to wound complications and infection; there is no identified link between the reported event and the graft. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.